Manufacturer narrative:
On (B)(6) 2020, it was noticed a3 was erroneously omitted from the previous report. The field has been updated appropriately. Additional information was received on oct 2 2020. The implantation date was identified as (B)(6) 2020. The device was identified as a mentor cpx4 with suture tabs, med height, smooth 450cc (catalog number 3509213, serial number (B)(6) and was implanted on the right side. The patient identifier was found to be i.h.. It was reported the patient also experienced capsular contracture baker grade unknown. The patient underwent device removal and replacement with a mentor tissue expander (serial number (B)(6) on (B)(6) 2020. On oct 14 2020, additional information was received indicating the patient's age at the time of event was 55 years old. The date of event was identified as (B)(6) 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Reason for device explant and/ or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation surgery with an unspecified mentor tissue expander and experienced deflation post-operatively (side unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: no leak test was necessary to determine the location of the tear as we observed a tear at the union between the shell and the suture tab in the 3 o¿clock position. When evaluated under a microscope the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. While deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Prior to shipping, the devices are checked to ensure that they satisfy these standards in accordance with processes. Manufacturer¿s reference number: (B)(4).